Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), product type: lead. Product ID: 977a260, serial# (B)(4), product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for non-malignant pain reported their pain had lessened some, but they had never been as happy with the permanent implant as they were with the trial, which led them to believe it needed to be reprogrammed. The consumer currently needed an MRI because the cause of their pain was still under investigation, and there was a chance the pain was caused by a form of tendonitis, and they were going to be having a trigger point injection. It was further reported the left and right sides ¿quit working¿ a couple of months ago, meaning they were no longer feeling stimulation. The consumer further reported that since implant when they started charging the implant they wouldn¿t get any coupling boxes, but if they left it alone it would eventually go up to six coupling boxes, but then it may drop to four. There were no pocket issues reported and the consumer thought the implant seemed to be close to the surface of the skin. The consumer also stated they thought the implant lost its¿ charge quickly because even with stimulation turned off it had to be charged every week to 10 days. It was recommended the consumer bring their recharger with them to their upcoming appointment for further troubleshooting and to determine if the recharging frequency was normal. Additional information was received from a patient.it was reported that the patient was inquiring about MRI compatibility. It is unknown whether the MRI is related to device or therapy. The patient said the MRI was to check on the area that is causing the pain that the device was implanted to treat. The patient stated that his device is currently dead because he "never was sure it was working properly" and had difficulty keeping the implant charged. The patient indicated there was an issue with the lead that it quit working on the left side. MRI eligibility information was reviewed and reviewed that the MRI faculty could continue at their discretion with his implant dead or the patient would have to go through recharging sessions to wake the implant and access MRI mode. The patient indicated they were getting conflicting information from their health care professional (hcp) regarding his eligibility. The patient stated the hcp told him he could not have an MRI due to the placement of the leads and then later told the patient he could have an MRI. Patient was recommended to have their hcp and MRI faculty contact manufacture.

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), product type: lead. Product ID: 977a260, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) on (B)(6) 2017. The hcp reported that the leads were working properly and in place. The hcp reported that they switched the generator to a non-rechargeable cell. The hcp reported that the MRI was due to the therapy. Additional information was received from the patient on (B)(6) 2017. The patient reported that the technician got him through the 60-minute countdown. The patient reported that he pushed the buttons and started charging and got ¼ of a charge. The patient reported that he had to go to the bathroom and when he came back, he couldn¿t charge. The patient reported that this happened on (B)(6) 2017. The patient pressed the ¿x¿ stop recharging and then the green button to start a charge as instructed. The patient reported getting the doctor and power on reset (por) message and then it started recharging. The patient reported that he had all 8 bars and wanted to know why because he had problems in the past. The patient reported that he was meeting with a manufacturer¿s representative (rep) on (B)(6) 2017. The patient reported that he was going to get the device replaced with a non-rechargeable device. No further complications were reported.